Event description:
It was reported that, "when the surgeon was screwing a screw, the tip of the driver shaft broke."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.